Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that an inoperative alarm occurred when the circuit disconnected on a ventilator. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an inoperative alarm occurred when the circuit disconnected on a ventilator. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The device's event log was downloaded and reviewed. Although the alarm was not duplicated in the lab, ventilator inoperative alarms were observed in the downloaded event log. Pressure regulation alarms preceded the ventilator inoperative alarms. The device was disassembled, and the etched disk was found to be partially clogged with debris originating external to the device. The device was reassembled but no components were replaced to correct the issue. The device is to be scrapped per the manufacturer's protocol.